Event description:
It was reported the patient had the urge to pee or have a bowel movement every 10-20 minutes which started 5 days ago as far as the patient¿s friend/family member knew. The patient¿s friend/family member was up with her all night and all day. It was reported the patient had a rope/wire coming out of her rectum which was clarified to have been present prior to her implantable neurostimulator (ins) implant. The friend/family member had been changing the patient¿s pads constantly and trying to keep the rope clean. It was noted there was usually a 25-cent piece of stool on the rope. It was noted the patient was on pain medication after implant and since her pain medication ended she had been doing some better and more stool came out. It was also reported the patient experienced a shocking or jolting sensation. The patient did not remember when it began but it had been like a bee stinging as long as she could remember, since implant. The patient¿s friend/family member said it had been happening since she had been with the patient, about 5 days ago. It was reported yesterday and the day before the patient¿s vagina was horrible, was ¿measurable¿ feeling. The stimulation in the lip of her vagina was constantly like pins sticking in the area. It was noted she also had a little shock once in a while. The patient was on program 3 at 1 v. The patient¿s friend/family member tried to adjust the patient¿s stimulation, decrease stimulation from 1 to 0.9 v, but she kept seeing the poor communication screen. The friend/family member was able to successfully turn the ins off. It was also reported while the friend/family member was pushing the patient programmer (pp)/antenna against the implant the patient was moaning and said it felt like she was pushing a sore. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ev5q, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).